Event description:
In 2004 facility inc. Received notification via the patients representative that their client had swallowed the tip of an explorer that had broken during a dental examination. The tip was located by x-ray in the esophagus of the patient, and the patient was subsequently anesthetized and the tip removed. The patient has recovered well with no after effects.